Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported after the patient did heavy lifting the system was autoreducing. Diagnostics showed high impedances. X-rays indicated a possible fracture of the t12 lead. Surgical intervention may be pending.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, visual inspection showed the returned lead had a kink on the outer tubing and all the internal lead wires broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Event description:
Additional information indicates the lead was explanted and replaced, and an additional lead was added to address the issue. Therapy restored.